Manufacturer narrative:
Correction: this report is a duplicate of a report already submitted under manufacturer report number 1416980-2019-04926. All information can be found in the referenced manufacturer report number 1416980-2019-04926. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a patient line cap that was ¿missing or loose and falls off easily¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.